Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that that the pacemaker went into backup vvi mode that was confirmed during device interrogation in clinic. Programming changes were made. There were no patient consequences.